Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing report numbers: 2938836-2018-02981 and 2017865-2018-04975. During a follow-up, there were pauses in the ECG due to a loss of capture on the right ventricular and left ventricular channels. The device was reprogrammed and the patient was stable.